Event description:
The customer reported that ckmb quality control results were occassionally negatively based (6 u/l to 8u/l. Vs target of 12 u/l). A field engineer visited the site and performed maintenance on the analyzer. There was no report of pt harm as a result of this occurrence.